Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service. The operator will monitor the system for malfunction. A follow up report will be filed if additional information becomes available.

Event description:
It was reported that the system 9800 intermittently displayed failure codes during a procedure while could be cleared, but locked out all c-arm motor functions. Reinitializing the system corrected the problem. There was no adverse patient involvement reported. There was no patient information reported.